Event description:
It was reported that increased incidence of skin injury with dignishield use around the perianal region. It was reported by the clinical nurse specialist for the (B)(6). They have been noticing a concerning number of skin injuries, which look like friction injuries, in the perianal region of patients with dignishield. Nurse is new to (B)(6) (came over here from the west) and remember dealing with this same thing in my previous role with the use of the product flexiseal. Nurse is reaching out to see if there would be any contraindication to using a product called criticaid clear. The nurses have communicated to her that the use of abds sort of pushed up around the tube near the anus to manage any leaking of stool has been endorsed by contacts at bd, however, nurse was not sure they can support this practice, as it just causes more pressure and introduces more layers to create friction. Their main concern/question is that they want to make sure that there would be no concern for degradation to the material the tube is made out of with using the criticaid clear.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it state: "potential adverse events: "contraindications: do not use for more than 29 consecutive days. The uninterrupted use for this device, including immediate replacement with the same or an identical device, is intended to be 29 days or less. Do not use on patients known to be sensitive to or allergic to any components within the system. Do not use on patients who had lower large bowel or rectal surgery within the last year. Do not use on patients with any rectal or anal injury, severe rectal or anal stricture or stenosis (or on any patient if the distal rectum cannot accommodate the inflated cuff), confirmed rectal or anal tumor, severe hemorrhoids, or fecal impaction. Do not use on patients with suspected or confirmed rectal mucosa impairment, i.e. Severe proctitis, ischemic proctitis, mucosal ulcerations. Do not use on patients with indwelling rectal or anal device (e.g. Thermometer) or delivery mechanism (e.g. Suppositories) or enemas in place." Rectal bleeding should be investigated to ensure no evidence of pressure necrosis from the device. Discontinuation of use is recommended if pressure necrosis is evident. Precautions: notify a physician if any of the following occur: persistent rectal pain; rectal bleeding; abdominal distension. If the patient¿s bowel control, consistency and frequency of stool begin to return to normal, discontinue use of the device. Caution should be exercised in using this device in patients who have a tendency to bleed from either anticoagulant/antiplatelet therapy or underlying disease. Potential adverse events: as with the use of any rectal device, the following adverse events may occur: excessive leakage of stool around the device; loss of anal sphincter muscle tone which could lead to temporary or permanent anal sphincter dysfunction; pressure necrosis of rectal or anal mucosa; infection; bowel obstruction; perforation of the bowel; rectal bleeding; rectal tear; ulceration of rectal/anal mucosa." A DHR could not be performed since no lot number was provided. No additional actions can be taken at this time. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that increased incidence of skin injury with dignishield use around the perianal region. It was reported by the clinical nurse specialist for the medical ICU at university of (B)(6). They have been noticing a concerning number of skin injuries, which look like friction injuries, in the perianal region of patients with dignishield. Nurse is new to michigan medicine (came over here from the west) and remember dealing with this same thing in my previous role with the use of the product flexiseal. Nurse is reaching out to see if there would be any contraindication to using a product called criticaid clear. The nurses have communicated to her that the use of abds sort of pushed up around the tube near the anus to manage any leaking of stool has been endorsed by contacts at bd, however, nurse was not sure they can support this practice, as it just causes more pressure and introduces more layers to create friction. Their main concern/question is that they want to make sure that there would be no concern for degradation to the material the tube is made out of with using the criticaid clear.